Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a reported blood glucose of 319 that trended down to 231 after troubleshooting and education were provided, and no symptoms were reported during blood glucose questioning; the device problem and component could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and available information was insufficient to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.